Event description:
Additional information received by the physician stated that a thrombus was seen in CT scan and the patient had a thrombectomy. The patient was still stable and on a good way to recovery.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- stroke. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned.

Event description:
Edwards received notification of a pascal precision in mitral procedure where after the procedure was finished with a very good outcome, the echocardiographer noticed a thrombus in the la. The patient was not under general anesthesia, had difficulties to awake and right leg did not move. The physician anticipated a stroke. Hence, heparin was given, and the neurologist was called to do a CT scan to make a possible thrombectomy. The act was above 250 during the whole procedure and no patient factors that could have contributed to the event.

Manufacturer narrative:
The complaint for thrombus formation (device) was confirmed with other empirical evidence and there is no objective evidence indicating the event is related to manufacturing non-conformities. These events are not typically associated with device malfunctions or manufacturing nonconformances. Based on prior complaint investigations, the root cause for thrombus formation (device) events is most likely due to patient factors, procedural factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device preparation. These events will continue to be monitored and complaints trending, and control limits are managed and continuously assessed.